Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (b)(6 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count take in the outpatient clinic on (B)(6) 2023 presented with escherichia coli in the culture and a wbc count of 2525/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. During an infection follow up by the pdrn with the patient, it was discovered the patient was not washing their hands prior to and following pd treatments. The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) vancomycin at 1500 mg and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s ceftazidime was changed to ip meropenem at 1000 mg daily for two weeks following nausea caused by ceftazidime. The patient recovered from this event as they remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues renal replacement therapy through home hemodialysis (hd) following this event with the potential of returning to pd if home hd becomes no longer viable.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count take in the outpatient clinic on (B)(6) 2023 presented with escherichia coli in the culture and a wbc count of 2525/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. During an infection follow up by the pdrn with the patient, it was discovered the patient was not washing their hands prior to and following pd treatments. The patient was not hospitalized for this event and prescribed a one-time dose of intraperitoneal (ip) vancomycin at 1500 mg and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s ceftazidime was changed to ip meropenem at 1000 mg daily for two weeks following nausea caused by ceftazidime. The patient recovered from this event as they remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues renal replacement therapy through home hemodialysis (hd) following this event with the potential of returning to pd if home hd becomes no longer viable.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum (1). The root cause of this patient¿s adverse event can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Nonadherence to aseptic technique through though contamination is the leading source of transmission of peritonitis causing pathogens (2). This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi) and genitourinary tracts (gu) (2). Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.